Manufacturer narrative:
The system was examined and the reported event was confirmed. However, the event was unable to be replicated. The company representative checked vitrectomy accessories and found the system cutter settings were incorrect. The a company representative rectified the settings and trained the customer on proper cutter settings. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to incorrect user settings. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the vitrectomy cutter did not work during a surgical procedure. The system was exchanged to complete the procedure with no patient harm.